Event description:
Surgeon added loop to the 30 degrees lens, 27 fr cf resectoscope and working element. Noticed "drag" immediately. Changed loop, still experiencing "drag". Changed loop to additional time, felt "drag" each time.